Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the aorta placement signal drift. From start to current, the aorta placement signal is significantly lower than the patient's blood pressure via radial arterial line. Device calibrated initially to 0/-1. As the device was being passed up the sterile field and about to be placed on the 0.018 guidewire, it was noticed 5/5 placement signal, which seemed abnormal, but then the pump was inserted into the sheath/graft/patient a few seconds later and support began shortly after. The patient remains on support.

Manufacturer narrative:
Placement signal issue: due to a lack of data logs returned and the material fracture of the optical fiber line, the cause of the ao placement signal reading lower on (B)(6) 2026, could not be established. The cause of the placement signal issue on (B)(6) 2026, is most likely due to a material fracture of the optical fiber line based on returned product analysis.

Manufacturer narrative:
This report is being submitted to document the product returned for investigation. D9 has been updated to reflect product was returned for investigation. Device status. The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
Additional information was provided. The explant date was provided therefore d6b was updated. B5 was also updated with additional information that was provided.

Event description:
Additional information was provided: placement signal not reliable alarm started.